Event description:
After completion of a successful anastomosis procedure with the car, the red marker fell from the handle. The procedure was completed successfully.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Niti has re-evaluated this event during a retrospective review, and has determined the event to be MDR reportable. The device history file was reviewed and indicated that the device was released pursuant to its specifications. The device was not returned for evaluation. The red marker has no influence on the device functionality or the outcome of the procedure. It is only an additional indicator of the sequential status of device operation.